Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider.

Event description:
It was reported that air bubbles were observed within the patient line. Additionally, occlusion alarms occurred. Reported the customer was not changing the cannula site during scheduled supply changes. Tandem technical support informed the customer that leaving the cannula in the body is off label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery. Customer's blood glucose was 290-334 mg/dl.